Event description:
It was reported that during intraocular lens (IOL) implantation, the surgeon was unable to position the lens as intended. The IOL was subsequently explanted, and the patient was left aphakic. The patient was referred to a retinal specialist, where a vitrectomy was performed. Additional information has been requested.

Manufacturer narrative:
The device was returned for evaluation. The investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.